Event description:
It was reported that an artificial urinary sphincter (aus) pump was implanted and then explanted during the implant procedure due to a malfunction. The preparation and implantation of the device was normal. After the device was implanted but before the patient was closed, the cuff did not fill with saline. It was confirmed that there was still 25cc in the balloon with no leaks. The cuff also performed well when tested. There was no air/ bubbles in the system. Troubleshooting steps were performed to activate and deactivate the pump with no success. After the pump was replaced the system worked well.